Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was issues with placement, with a visible hole near distal tip of catheter. No action on patient needed, unsuccessful placement. Additional information rec'd: "8 cm midline catheter guide wire would not advance nor would it retract, when the needle and catheter were removed the catheter was split at the tip about 0.5 cm but still intact. This happened twice on the same patient with two separate 8 cm midlines. " this report addresses the first device.

Event description:
It was reported that there was issues with placement, with a visible hole near distal tip of catheter. No action on patient needed, unsuccessful placement. Additional information rec'd: ""8 cm midline catheter guide wire would not advance nor would it retract, when the needle and catheter were removed the catheter was split at the tip about 0.5 cm but still intact. This happened twice on the same patient with two separate 8 cm midlines. " this report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a sheared catheter was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include retraction of the catheter against the needle bevel; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. The product IFU states, ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter."no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.